Manufacturer narrative:
The device was returned to zoll medical corporation and performed to specification. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows battery life exceeded. Based on the recommendations from the operator's guide, the battery should be replaced every 5 years and it is normal operation to see this error after the batteries were installed more than a 5 year limit. The reference date of 9/16/2021 is the latest battery installation date with a test pass. The device will use this reference date to count and will display the battery life exceeded error when it passes 5 years. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.